Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 658440-10 mceb and pn: 375572-04 blue fiber cable to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that non-recoverable errors occurred during the setup for a procedure. The system logs confirmed these errors, although a full view of the logs was not available. The errors indicated a failure reported by the console ergo foot tray motor encoder and the ergo horizontal axis.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. Error 23002 was confirmed via the error logs, indicating the encoder thinks the joint went beyond the mechanical limit. The mceb was visually inspected, where no issues were found. The unit was taken to a programming station, where the board was initialized. No high side switches were found to be triggered. The brake and power connectors were probed where the proper voltage was read. The current voltage monitor values were also inspected where they were seen to be normal. The unit was installed onto a known good system and the calibration file was restored. The system powered on with no issues. The surgeon side console (ssc) was exercised throughout its full range of motion, where again no issues occurred. The ssc was left to idle for sixteen hours, and power cycled five times with no issues. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the mceb found no functional issue. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.